Event description:
It was reported that the frame of the device broke and the end user fell, fracturing her arm.

Manufacturer narrative:
It was reported that an end user fractured her arm when the frame of the device broke and she fell. This info was provided by the grandson who stated the end user does not live in this country and the device is with her. No lot number or photos were provided. The sample is not available for eval. There are no details pertaining to the incident. We do not know the age of the device, its condition or if it had been maintained. We have not confirmed it was a medline device or identified a root cause for the reported incident. However, in an abundance of caution and due to the reported arm fracture, this medwatch is being filed.